Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was inoperable due to end of life (eol). Programmer displayed end of life message. It was noted that patient ran a burst program at a high setting. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.